Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The company representative was able to replicate the reported event. The illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The illuminator was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed in a system and tested. The reported event was not replicated and there was no problem with the sample. The issue is attributed to component wear of the system. The root cause of the reported event is attributed to component wear. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic consoles lamps 1 and 2 have different shade than 3 and 4 ports. Procedure details was not provided. No patient harm was reported. Additional information has been requested.